Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked in both front corners, the right plunger case was cracked, and there was a non- original equipment manufacturer (OEM) battery present. A review of the event history log (ehl) identified auxiliary control unit (acu) watchdog (it was a sympathy alarm to primary audible alarm post). During the functional testing the plunger tube was found little sticking due to no silicon grease on plunger tube. Unable to duplicate the acu watchdog failure or primary audible alarm post at power up. The root cause of the acu watchdog failure was unable to be determined. A corrective and preventative action has been opened to address the reported issue. The root cause for the sticking plunger was due to there was no grease present. Device will be quarantine due to non-OEM battery was found in device

Event description:
It was reported that there was a sticking plunger and an auxiliary control unit (acu) watchdog failure alarm. No patient injury was reported.